Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump problem/pump failed while running continuous fentanyl. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. Device displayed a red pump service alarm after powering on. Air compressor could be heard struggling to function correctly during start up. Log files were reviewed and found multiple air compressor failures. The device was opened to inspect for internal damage and perform testing on the pneumatics system. No internal damage was identified. The pneumatics system failed during recharge testing, indicating a compressor failure. The installed compressor was swapped out with a new compressor for testing during investigation. The pneumatic system was able to pass testing with the new compressor installed. The original compressor was inserted back into the device without the pneumatic tubing to allow for easier access during repairs.